Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not turn on. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began on an unspecified time on (B)(6) 2010. It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the patient manages her diabetes with a combination of oral medication (metformin) and insulin delivered through an insulin pump. The patient confirmed that the alleged product issue did not cause her to change her usual diabetes management routine. Within a week after the alleged power issue began, the patient claimed that she develop "blurred vision and thirst." On (B)(6) 2010, the patient claimed that she saw her health care provider (hcp). The patient denied having her blood glucose tested on another meter. The patient claimed that the hcp increased her oral medication and insulin injection dosages. During the troubleshooting session, the cca documented that the patient did not report any misuse on the subject meter. The cca confirmed that the meter turned on when a test strip was inserted into the meter, but not when the power button was pressed. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.